Manufacturer narrative:
The device was returned for evaluation and the device evaluation found corrosion on the printed circuit board and a worn out video connector locking mechanism. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, prior to an unknown procedure, the visera elite video system center would not recognize any camera head. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the subject device was prevented from recognizing any camera because of a faulty board, which may had failed due to rust or an accidental failure of an electronic component. The exact cause of the rust is unknown; however, the likely cause of the rust was the device being used in an environment that allowed rust to accumulate. The device evaluation had also noted a worn out video connector locking mechanism. To prevent the video connector lock function from wearing out, the instructions for use (IFU) instruct the users of the following: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor the field performance of this device.